Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2023-01035. Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. E1: last name unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient developed increase in buccal thread expose at tooth #(B)(6) implant for several months. The patient also had been sensitive for 2-3 days at tooth #(B)(6) implant with significant buccal thread exposure too. The patient's symptoms also included pain and inflammation. It was determined the patient experienced lost integration due to peri-implantitis at tooth sites #(B)(6), which required both implants explantation, as they became symptomatic and non-restorable.